Event description:
During inspection at the manufacturing facility it was reported that the hinge is broken and the o-ring is missing. This could cause the housing to open and expose the non-sterile battery to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During inspection at the manufacturing facility it was reported that the hinge is broken and the o-ring is missing. This could cause the housing to open and expose the non-sterile battery to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.